Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced a skin flap necrosis, exposing the receiver/stimulator and resulting in staph infection. The patient was then treated with IV antibiotics (date and duration not reported). However, this did not alleviate the problem resulting in a decision to undergo skin revision surgery to clear the infection.